Event description:
The hospital reported that during a coronary artery bypass procedure, when the hs iii proximal seal was deployed after pulling out the delivery device, excessive bleeding was noted in the pt. Since the bleeding could not be stopped by adjusting the tension spring, the surgeon decided to remove the seal from the pt. The surgeon pulled the anchor tab to remove the seal, and the rolled seal was removed from the aorta without being unraveled. When the removed seal was observed, the seal was not located in the middle of the tether. The amount of bleeding is unknown; however, the pt did not require a blood transfusion. According to the surgeon, bleeding was intensive, resulting in blood on the surgeon's face. The diameter of the pt's aorta and the blood pressure of the pt was within the scope described in the IFU. Currently, the pt is in stable condition. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).